Manufacturer narrative:
(B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported shaft kink was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported failure to advance, shaft kink and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the graftmaster stent was being used to treat a perforation that occurred in the mid left anterior descending (lad) artery with the use of an unspecified device. The 2.80 x 19 mm graftmaster was advanced, but the shaft became damaged [kink/bent] and it failed to cross. The device was removed without reported issue and a 3.5 x 19 mm graftmaster stent was deployed at 16 atmosphere to successfully seal the perforation.there was no reported adverse patient effect from use of the graftmaster. There was no reported clinically significant delay in the procedure. No additional information was provided.